Event description:
According to a clinical adverse event report, it was reported that the day following the procedure, the patient experienced oxygen desaturation (85-89%). The subject received supplemental oxygen and was discharge from the hospital two days after the litt procedure. There were no further patient complications reported in relation to this event.